Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported false positive results on the realtime sars-cov-2 assay. The samples were retested on another system and generated negative results. The false positive results were not reported outside the laboratory and there was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 514944 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 514944 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and these lot numbers. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 514944. The lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 514944 did not identify any additional complaints related to discrepant results. The local engineer first suspected cross-contamination to be the cause of the discrepant results but excluded the possibility. Upon further investigation, the local engineer concluded instrument contamination to be the cause for the discrepant results as there were no more false positives reported upon cleaning the instrument. Note: no result data was attached to the ticket therefore there was no customer data to review for this investigation. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 514944 was not identified.